Event description:
It was reported that the customer was hospitalized due to low blood glucose. It was stated that the customer was not able to bring up the glucose level and seek medical attention. It was stated that after testing the insulin pump it was noticed that a prime of 23.03 units was completed, but the customer did not recall. It was stated that most likely the customer was not disconnected during prime. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.